Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the pump malfunctioned and stayed collapsed. The patient experienced issues right after the original implantation. A new inflatable penile prosthesis pump from a ms preconnect device was implanted. The reported patient outcome was that the patient was perfectly ok and happy that his implant now functions.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed as the pump malfunctioned and stayed collapsed. The patient experienced issues right after the original implantation. A new inflatable penile prosthesis pump from a ms preconnect device was implanted. The reported patient outcome was that the patient was perfectly ok and happy that his implant now functions.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.